Manufacturer narrative:
Screw driver was returned with the tip broken off in torsion. Torque handle was inspected. Eighteen times the device was actuated to test the internal mechanism. Eleven times the value was within specification. The device then jammed out with torque value at 161 in-lbs. Additional values were also out of specification before the values came back within range. Based on the evaluation of the returned instruments, it appears that the driver tip broke due to material fatigue likely as a result of the handle intermittently not limiting torque during tightening of the setscrew. Instruments were manufactured in 2008.

Event description:
It was reported that the tip of screw driver broke off during final tightening of the setscrew. The tip was jammed in the setscrew and the surgeon left it in place as the setscrew was fully locked on the rod, and the fragment cannot migrate. As an unintended portion of the device was left in vivo and MDR is filed to document this malfunction. Device 1. See also 1526439-2011-00139.